Event description:
We experienced critical failures with our alaris infusion pump fleet (alaris pcu 8015 & lvp 8100) across all sites 1-2 days following an it update to the hospital network (upgrade to forescout, which doesn't support anything less than tls 1.2). Users reported, and it was confirmed, that a "communication error" message appeared on the lvp modules connected to the pcus. As well, the led next to the pcu power button flashed red, paired with an audible alarm (no red banner on pcu). In this error state, the pcu keypad became unresponsive, and the only way to stop the alarms and restore functionality temporarily was to reboot the devices using the power button. After rebooting, staff were unable to access the option to restore infusion settings, which introduced an additional patient safety risk. In our email to bd, we expressed that we want to urgently collaborate with bd to address the following: 1. Root cause and design improvements: we would like to understand the specific failure that occurred and how bd can improve system design to prevent similar incidents. We have pcus, modules, videos, logs, and other data available to support this analysis. 2. Recovery options during network failures: while our it team was ultimately able to roll back the change, there was a critical period of uncertainty during which they weren't sure if this was possible. We need to understand what immediate recovery options exist to minimize patient impact of future network events--particularly how to quickly disconnect pumps from the network when they do not fail safely and manual pump reconfiguration is not feasible (i.e., would take days). 3. After-hours and weekend support access: during the event, we were informed that after-hours support is only available to interop customers (i.e., close loop medication). However, the impact of our network failure was comparable to an interop failure. Moving forward, we expect access to the same level of support during critical network incidents, regardless of interop status. Ref report: mw5171928. Pt code: 4582. Device codes: 2896, 4063, 1012.